Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable cause may be an obstruction. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during treatment, a versajet exact assy, 45 degree x 14mm was replaced because felt like the water flow was weakening. Instrument outside the patient. The procedure was completed without delay using a s+n back-up device. Patient was not harmed.